Event description:
It was reported that the patient had his inflatable penile prosthesis device removed due to unspecified reasons. A new inflatable penile prosthesis consisting of 18 cm x 12 mm cylinders, pump, and reservoir were implanted. Additional information received indicated the inflatable penile prosthesis was initially implanted in 2009. The reason for the replacement was due to the fluid leak from the reservoir causing the device to fail to inflate. The new inflatable penile prosthesis functioned normally.

Event description:
It was reported that the patient had his inflatable penile prosthesis device removed due to unspecified reasons. A new inflatable penile prosthesis consisting of 18 cm x 12 mm cylinders, pump, and reservoir were implanted.